Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found a seizing motor, which likely caused the reported symptom. The failed motor assembly was replaced.